Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, an e216 error was observed due to a faulty cable. In addition, cable puncture and a failed leak test were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd 3cmos camera head image is foggy. The event occurred during an unknown diagnostic procedure. During a standard service inspection of the customer returned device, an e216 error was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure (foggy), or the observed e216 error code/faulty cable. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes were not established. However, it is probable that the e216 error code occurred because of a faulty cable. The cause of this fault was not determined. The potential cause of the reported foggy image was not determined; this problem was not reproduced. Olympus will continue to monitor field performance for this device.